Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they had low battery and inserted a new battery, but the screen was blank. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery spring. However, corrosion was found on the battery tube. We were unable to perform the operating currents, self, rewind or displacement tests due to the missing spring. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. The test infusion set and reservoir was able to lock into place.